Event description:
Received info for the past week and a half, the pt noted swelling and a little knot above her right ear and extreme sensitivity to light. The swelling reduced after putting ice on it. The pt also reported increased paresthesia to the right side which started at the same time. Stimulation is currently at 2.0, but she was hesitant to make any changes because last time she did, she was miserable for three days. There was no known accident or incident related to the complaint. Pt had contacted her physician and was told it was okay since the swelling was going down and to contact the manufacturer's representative. The representative reviewed the programmer with the pt and told the pt to schedule an appointment with the physician. The pt planned to see the physician after she returned from vacation. Additional info received reported the pt's problems were related to the implanted neurostimulator and she had her ins replaced on (B)(6) 2010. She is no longer having any problems with her system. No info was provided as to what was the device problem.

Manufacturer narrative:
(B)(4).